Manufacturer narrative:
Contaminated column and cracked sensor block cannula receptacle were the cause of low external o2 22.8%. The diagnostic screen showed high pressure and low sieve life due to contaminated column.

Event description:
The patient's wife called to report issue with unit regarding it not being able to hold a charge for long and is putting out low amount of o2, which results in pt's o2 levels dropping. According to the patient's wife, they went to the patients follow-up appointment with the surgeon after having some toes amputated due to diabetes when the patient became short of breath. The doctor said the poc was not working, the patients o2 level was 59% and to take him to the hospital across the street. They went to ER, called inogen, and he was admitted due to low oxygen. He was admitted from the ER to (B)(6) hospital on (B)(6) 2024 where the patient later died on (B)(6) 2024.